Event description:
A call center ticket was logged with the following text "can not discharge". No patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.